Event description:
Customer reported, she was having abnormal blood glucose levels. Customer stated she gave herself a bolus then two manual injections. Customer changed the battery. Customer wants to make sure the device was working correctly. Customer's blood glucose was 423 mg/dl. Symptoms were thirsty and dizzy. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No delivery alarm was noted in the alarm history. Customer stated it occurred during manual prime and customer changed out the set. Customer did not have tubing clamp, high pressure test was not performed. Customer was advised to do a set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.